Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported that during her trial, both leads were bent to the left but one was really bad. Patient stated the hcp noticed this before she even left the office because the x-ray showed that they "zigged" so the hcp had to re-do them before she even left the office. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient was grossly overweight and demonstrated lead migration from time of implant to discharge. The hcp reported repositioning of lead during trial before discharge. Issue was resolved.